Event description:
This pt underwent surgical removal of bilateral breast implants (silicone) that had been implanted in a hospital approx 10 years ago. Both implants were ruptured. Pt was discharged in good condition.